Event description:
Device 1 of 2: reference MFR report: 1627487-2016-03120.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03120. It was reported the patient experienced a burn just a little smaller than a quarter while charging his scs ipg. The patient stated he was charging with the stimulation on and after approximately 45 minutes he felt the burning sensation. The patient's physician explanted and replaced the patient's scs ipg. Follow-up identified the patient reported all is fine with the new system. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.